Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a CABG, the graft was being accessed from the radial and saphenous vein during the procedure. When clipping the small branches, the surgeon came in to some difficulty where by the devices jamming and were double clipping. As a result, on one occasion, she had extreme difficulty removing the actual device from the vessel as the jaws had jammed in position. How was issued resolved - using force the device was removed from the vessel but not before causing a small tear which required further clips being applied.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) and engineering concurrently led an evaluation of one device opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned device. The instrument was received partially applied with seven remaining clips. Visual inspection of the instrument revealed no abnormalities. Functionally, the instrument was fired once in air and proper clip formation was confirmed. The remaining clips were then fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. Visual and functional testing of the returned product confirmed the product met quality release specifications. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file will be closed as fired satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4).